Manufacturer narrative:
Device evaluation summary: device valuation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient call zoll customer support to report that she was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.